Event description:
Affiliate reported a nosocomial infection after use of the product. Ethicon is listed as the manufacturer of the device. Codman is the rptr since codman markets substantially similar products in the us.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.